Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 01september2014. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the tip of the dynamic hip system (dhs) connecting screw broke inside the dhs screw during implantation. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation of the returned articles has shown that the tip of the connecting screw is broken off and the shaft is bent. The dhs screw shows no obvious damages the article is in good condition. The review of the device history record of both articles showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. Since no manufacturing related condition were found it is likely that an insufficient connection with the dhs screw, probably in an oblique way, possible lateral stress may have caused the breakage of the tip. This can only occur if the system was used in order to align the plate with the bone, which is absolutely forbidden. To prevent such situations, it is necessary to use the aiming device in order to place the guide rod accordingly and the screw in the exact position. No product fault could be verified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.